Manufacturer narrative:
(B)(4). Device is a combination product (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 20 synergy ii drug-eluting stent was selected for use. However, during introduction of the device, the stent came off the wire. The device never entered the patient's body. The procedure was completed using a new 3.00 x 20 synergy stent. No patient complications were reported.